Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the pt reported that since four days earlier, he has experiencing repeated bent cannulas and occlusion (e4) errors. He stated that on four days prior to original date, he used 5 infusion sets and each cannula bent. He experienced 2 bent cannulas on original date, and was on his way home to change his infusion set at the time of the report. His blood glucose was elevated to 508 mg/dl and he had cramping in his legs and numbness in his tongue. His recommended blood glucose level is 150 mg/dl. He was sent infusion sets with a shorter cannula length and an insertion device. Upon follow up with the patient, he stated that the infusion sets with shorter cannula are working well and he had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.